Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection found no defects, the functional evaluation found no fault. On this occasion we are unable to establish a relationship between the device and the event reported. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported event has been reviewed, revealing further instances. These instances are being monitored to determine if additional actions are required. Clinical investigation concluded: no back-up device was available in the hospital, so a second device was ordered which delayed treatment until the following day. No injuries are being reported due to the delay treatment, and per e-mail communication the treatment was completed using the device that was ordered. Since the patient was not harmed no further clinical assessment is warranted. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance, therapy will still be delivered. This investigation is now complete with no further action deemed necessary. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during treatment the device sounds indicating full/ blockage canister which has been replaced several times but keeps alarming full / blockage canister. There was not an injury but there was an extension of time for the patient before the treatment could be started, as there was not a backup device available in the hospital, it had to be ordered and delivered the next day.